Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the emergent treatment of a ruptured unknown sized abdominal aortic aneurysm. It was reported that the rupture was repaired but the patient did not survive. As per the physician the cause of the event is anatomy. No additional clinical sequelae were provided and the patient is expired.